Event description:
It was reported that the patient is a twiddler. The right ventricular lead was found to be completely dislodged and in the pocket. The lead was explanted and replaced with a pin plug. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.